Event description:
During a pneumonectomy procedure, the device was used to transect the left pulmonary artery. When device was first fired out of the box, it cut, but failed to form completed staples. The staples were malformed. The or time was extended by 1.5 hours and three units of blood were required. The patient is now doing fine.